Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) cylinders and pump removed on (B)(6) 2018 due to fluid loss at pump tubing junction. An ams700 cx 21cm pre-connected device was implanted.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) cylinders and pump removed on (B)(6) 2018 due to fluid loss at pump tubing junction. An ams700 cx 21cm pre-connected device was implanted. The patient had great intraoperative outcome.